Event description:
It was reported that this patient with a 21mm aortic valve, implanted for one (1) year, is being evaluated for a valve-in-valve procedure due to gradient of 30mm and stenosis. Per edwards echo imaging review: echo (B)(6) 2022 21 mm 11500a aortic valve mean valve gradient 19mmhg and peak gradient 33. There is an absence of thickened or calcification of the leaflets causing a decreased systolic opening. Poorly visualized but grossly normal aortic valve bioprosthesis leaflets and the absence of doppler evidence of severe aortic stenosis other than by eoa index (with suspect data and concern for underestimation of aortic valve eoa and eoa index and lv svi). Additional causes of high gradients should be considered. The predicted eoa for a 21mm 11500a aortic valve would place a patient with bsa 2.2 m2 at borderline risk for moderate prosthesis-patient mismatch: ectopic subvalvular calcification involving the anterior mitral leaflet raises the possibility of subvalvular lv outflow obstruction as a contributing cause of high gradients, the presence of a hyperdynamic lv and history of thalassemia minor ( possible anemia ) raises the possibility of a high -flow state. Lvef (75 to 80%).

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.